Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: g4, g7, h2, h3, h6, h10 results of investigation: the vyaire service dept. Forwarded the suspect component to the vyaire failure analysis lab (fa lab) who performed a failure investigation. The reported issue was duplicated during testing. The o-rings were did not have an adequate amount of lubrication. As only the poppet was received it is unknown whether the poppet sleeve also had inadequate lubrication. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire factory service dept. Received the microblender from the customer for repair. The vyaire factory service dept. Duplicated the issue reported by the customer which was isolated to a component failure, specifically the poppet. The poppet was replaced and the microblender was tested. The microblender passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The microblender has been returned customer.

Event description:
It was reported to vyaire that the microblender is alarming while the 2 gases were connected. The customer advised there was no patient involvement associated with this event.